Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis with bilateral serosal adhesions'), tubo-ovarian abscess ('reduction of tubo-ovarian abscesses'), abdominal pain lower ('lower abdominal pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included bacterial vaginosis. Concurrent conditions included dysfunctional uterine bleeding, post coital bleeding, dysmenorrhea, menorrhagia, swelling abdomen and pelvic mass. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (diagnostic laparoscopy, extensive lysis of adhesions, bilateral salpingectomy and extensive lysis of adhesions, reduction of tubo-ovarian abscesses, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the tubo-ovarian abscess, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain lower, genital haemorrhage and tubo-ovarian abscess to be related to essure. The reporter commented: operative findings: the bowel was involved, both tubes and ovaries were involved tubo-ovarian abscesses. This was a chronic issue. The patient had both tubes dilated and full and there were adhesions of the ascending colon, the right mid abdominal wall. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: lower abdominal pain, tubo-ovarian abscesses and salpingitis". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.